Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the physician explanted and replaced the ipg.

Event description:
Additional information received indicates that the ipg stopped taking charge around jan 2020. As such, patient stopped charging.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 - patient weight: the date was inadvertently excluded in the follow-up report, that has been updated in section a4 of this report.